Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a preclose technique, via a 8fr sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, five proglide devices misfired (cuff miss). The sutures of other proglide devices were preplaced successfully. The sheath was upsized to 18fr. The tavr procedure was successful and hemostasis was achieved using the successfully preplaced proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.